Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device replacement that had triggered the elective replacement indicator. It was noted that the left ventricular lead was operating in high-output mode. The physician had been aware of the high output since 2015. No resolution was reported and the patient was stable.